Event description:
It was reported the right ventricular (rv) lead exhibited high impedance on the low voltage portion of the lead due to the superior vena cava (svc) pin not being completely in the device port. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).